Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump experienced a high purge pressure / purge system blocked alarm and subsequently stopped working. The pump was successfully restarted; however, it stopped a second time and the decision was made to explant the device. Leading up to the event, it was noted that the purge sidearm was damaged. The staff had been advised that the pump would need to be replaced at the time of the observed purge issue. There was no noted patient harm as a result of the failure.

Manufacturer narrative:
The investigation for the reported high purge pressure, purge sidearm damage, and pump stop has been completed. The impella pump was not returned for evaluation. Data logs confirm high purge pressure and purge system blocked alarms at the time of purge pressure spikes. The purge pressure and flow are otherwise stable throughout the case and do not indicate a leak or broken line, most likely because that part of the logs are missing. The root cause of the high purge pressure was not determined since product and sufficient data logs were not returned. The root cause of the pump stop was not determined since product and sufficient data logs were not returned. The cause of the purge sidearm damage was not determined since product was not returned.